Manufacturer narrative:
Information contained in this report was previously submitted through resp. Psr on 22/jan/2019 and 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade iii device evaluation: visual analysis of the returned device identified: broken shell, fold creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: stress marks assessed as non penetrating nicks, a curved opening and broken shell with sharp edge on radius side in the same location of crease assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side "pain, a rent on the posterior surface, rupture" and "capsular contracture," baker grade iii. Device has been explanted.